Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the device was not lost in the patient¿s body and expired under normal circumstances. The patient had a replacement surgery done without issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient was in the hospital and didn¿t know if it was related to an issue with their device/therapy. They had been really sick, was vomiting, and had bad stomach pain. It also felt like their stimulator may have jumped out of the pocket. They stated that it didn¿t feel right and was sliding around. The patient wanted to make sure the battery was on and was running properly. The only time they had been this sick was once before when they shut their implanted neurostimulator (ins) off for a procedure. It was noted that the current sickness started on (B)(6) 2018 and the previous sickness was in the fall of 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the implantable neurostimulator (ins) had gone missing in the patient¿s body and the ins may have shut off and stopped working. The patient had had an x-ray and CT scan and the healthcare provider (hcp) still was unsure of where the ins may be, and the patient was in the hospital last may because they were ill/had an attack with gastroparesis. It was noted that a manufacturer representative calibrated the ins and said that the ins may have popped out of the pocket and could not find it. The patient was having surgery to have the battery replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the manufacturer representative was waiting for the patient to arrive at the or for a battery replacement and possible lead replacement. It was noted that the cause of the device failure had not been determined, and that the patient had the implantable neurostimulator (ins) implanted in 2014, had settings titrated up on 2 different occasions, and the manufacturer representative was sure the battery was dead. No further complications were reported/anticipated.